Event description:
It was reported that the bronchovideoscope image was filled with numerous "snowflakes," resulting in blurred vision that hindered observation. The issue occurred during a bronchoscopy procedure to assess the lung condition. The intended procedure was completed with an olympus back-up device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Based on the investigation results and because the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.